Manufacturer narrative:
The clinician would be exposed to blood and contaminant. Summary: returned product and product taken from finished good inventory was sampled and identified to meet applicable requirements of iso 80369-7. Ra: RMA-20036b contains multiple risk assessments associated with blood leaking; no update required.

Event description:
Syringe did not seal and blood sample leaked through the top.

Event description:
Syringe did not seal and blood sample leaked through the top.

Manufacturer narrative:
The clinician would be exposed to blood and contaminant.